Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed unit faded serial number label. Upon power up, the cycler functionality verification failed. The screen of the cycler was blank, however the stop and ok buttons lit up. The screen functions were unable to be configured. It was identified that the cause for the blank screen was due to a burnt coil on the transformer of the inverter board. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt coil. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank when the patient woke up during their peritoneal dialysis (pd) therapy. The screen was completely black, not dim. The patient was not experiencing any bad weather in the area, however did report experiencing power outages in their home recently. The cycler was connected into an unshared three prong wall outlet. The patient reported that the treatment had been completed on the cycler upon waking up. The patient brought their cycler to the clinic and the peritoneal dialysis nurse (pdrn) connected the cycler into an unshared three prong wall outlet at the clinic and continued to receive a blank screen. The power cord was secured at both ends. At that point in time, the technical support representative advised to discontinue use of the cycler. The pdrn reported that the patient has manual therapy to revert to. Upon follow up with the pdrn it was confirmed that the patient was able to complete their treatment without any complications. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the coil on the transformer of the inverter board was burned.